Manufacturer narrative:
Device analysis: the device was rec'd for analysis in two sections as a result of a break that had occurred in the hypotube. The break was located approx 29.4 cm distal to the strain relief. An examination of the break site found that the break occurred as a result of a severe kink that developed in the hypotube. The balloon was inflated with contrast media and was not refolded. A review of the mfg record for this particular batch (9060996) shows that the device met its material, assembly and prod specs at the time of its release to distribution. It is noted that no similar complaints have been rec'd to date for this particular batch 9060996 of devices. The root cause of the complaint incident could not be identified.

Event description:
Reportable based on the analysis completed in 2007. It was reported that during a coronary drug eluting stenting treatment procedure, a shaft kink occurred. The lesion was located in the left anterior descending (lad). It has a 90% stenosis with a calcification and it was not tortuous at the proximal lad. The physician predilated the lesion with the 2.5x20mm maverick balloon and then implanted a 3.5x23mm non-bsc drug eluting stent. An occlusion was noted at the 1st diagonal branch, so the 2.5x20mm maverick balloon was used for dilatation. The physician had difficulty crossing the lesion. The physician tried to cross the lesion again, and the 2.5x20mm maverick balloon became kinked at the shaft. The procedure was successfully completed with a 3.5x15mm quantum maverick. No pt complications were reported. However, device analysis showed a shaft fracture.